Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the target location during removal of the delivery catheter system (dcs) due to the valve remaining attached to the dcs tabs. The valve was left implanted in the ascending aorta and a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.